Event description:
Heartmate 2 left ventricular assist device (lvad) patient with chronic multi drug resistant driveline infection (status post previous extensive incision and drainage which left only 8cm of indwelling driveline) now presents with recurrent bacteremia.